Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration, environmental factors (e.g., dust, dirt, humidity, ambient light), optical or interoperability issues, overheating, and electrical problems such as signal loss or open circuits; however, the most probable cause of this complaint is a random or expected component failure unrelated to design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited noisy screen during reprocessing. There were no reports of patient involvement.